Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 8300ab aortic valve was explanted after an implant duration of 4 years, 6 months due to acute bacterial endocarditis (mssa). The explanted valve was replaced with a 23mm11500a valve. Per medical records, the patient was preoperatively diagnosed with bioprosthetic aortic root abscess and fistula with large paravalvular leak causing severe bioprosthetic aortic valve regurgitation. The patient underwent redo-avr with 23mm inspiris valve, reconstruction of the left fibrous trigone and aorto mitral continuity with a large bovine pericardial patch, transatrial direct closure of aortic root to right atrial fistula. Post-procedure tee showed a well functioning prosthetic av. The patient was transferred to ICU in a stable condition and discharged on pod#24.

Manufacturer narrative:
A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Based on the information available, a definitive root cause cannot be conclusively determined. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Therefore, further evaluation is not required.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 8300ab aortic valve was explanted after an implant duration of 4 years, 6 months due to unknown reason. The explanted valve was replaced with a 23mm11500a valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: g3, g6, h2, h6 type of investigation.